Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 timed out before 14s. They waited the specified time and it still would not engage. They then switched out the cable and it worked again, but was intermittent and would keep stopping. They finally changed the kit and used a new device to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that jaws had some signs of clinical usage. The shaft tip with shrink tubing was crooked. There was some evidence of blood on the handle. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly was opened up and there was significant evidence of melting and tears found in the shrink tubing on the welder unit wire. Based upon this observation, the reported complaint for "intermittent continuity" was confirmed. Internal file number - (B)(4).